Event description:
V loc suture used to close the vaginal vault at a laparoscopic hysterectomy caused a small bowl obstruction that required an emergency laparotomy. Pt had a laparoscopic hysterectomy at which the vaginal vault was sutured closed with the v loc suture. Day 3 post op she started to develop signs of a post-operative bowel ileus, and then day 4 bowel obstruction CT identified small bowel obstruction but no transition point seen. Day 8 post op her symptoms had not resolved and she acutely became unstable with symptoms/signs suggestive of necrotic bowel. She had an emergency laparotomy at which the cut end of the v loc suture was found to be wrapped round the terminal ileum.

Manufacturer narrative:
(B)(4).